Event description:
Both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened [arthralgia aggravated], both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened [knee swelling] ([condition worsened]). Case narrative: initial information received from united states on 27-apr-2023 regarding an unsolicited valid serious case received from a consumer/non-health-care professional. This case involves an unknown age female patient with both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened and both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened while being treated after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection via route intra-articular (with a unknown strength, dose, frequency, indication, expiry date and batch number). Information on batch number and expiry date was requested. First time product used: no. The patient reported that she had a terrible reaction to synvisc-one. She added that both of her knees were terrible. She clarified this as pain (arthralgia, onset and latency: unknown) and swelling of both knees (joint swelling, onset and latency: unknown). She said that she used to be able to walk 5 miles. The patient received a cortisone injection which improved the pain and swelling for 1 week, however after the 1 week, the pain and swelling worsened (condition aggravated). The patient was asking what she should do to treat this issue and whether she would be disabled for the rest of her life. The patient was referred to her health-care professional for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken: not applicable for both events. The patient was treated with cortisone for arthralgia and joint swelling. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: intervention required for all events. A product technical complaint (ptc) was initiated and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 02-may-2023: this case involves an unknown age female patient with both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened and both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened while being treated after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device cannot be denied for the occurrence of events, however case will be re-evaluated post further update on patient's underlying disease conditions, past drug history, concurrent illnesses, personal and family history, the details of which will aid in comprehensive case assessment.

Event description:
Both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened/right knee is swollen and painful and the left not as much and does not feel so great (left knee) [injection site joint pain] ([condition worsened]) both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened/right knee is swollen and painful and the left not as much and does not feel so great (left knee) [injection site joint swelling] ([condition worsened]) having a difficult time walking [walking difficulty]. Case narrative: initial information received on 27-apr-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case is linked to case (B)(4) (multiple devices suspect for same patient right knee) and (B)(4) (duplicate). This case involves 76 years female patient whose both knees were terrible, she clarified this as pain and swelling of both knees, after the 1 week, the swelling and pain worsened/right knee is swollen and painful and the left not as much and does not feel so great (left knee) and having a difficult time walking while being treated after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. The first time the patient received an injection it sort of helped. On (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in left knee at a dose of 6ml 1x via intra-articular route, strength: 48 mg/6 ml (with an unknown expiry date and batch number) for osteoarthritis of knees. Information on batch number and expiry date was requested. First time product used: no. The consumer received synvisc-one in both knees (bilateral) and had a bad (terrible) reaction. She added that both of her knees were terrible. She clarified this as pain and swelling of both knees. The following day of injection her right knee was swollen/ swelling (injection site joint swelling) and painful (injection site joint pain) (onset: (B)(6) 2023; latency: 1 day). The patient returned to her physician and he gave her a cortisone shot and told her that it was normal. The cortisone injection improved the pain and swelling for 1 week, however after the 1 week (B)(6) 2023, the pain and swelling worsened (condition aggravated). The patient's right knee was swollen and painful and the left not as much and did not feel so great. She said that she used to be able to walk 5 miles. The patient was also having a difficult time walking (gait disturbance, onset: (B)(6) 2023; latency: few days approximately) and was concerned because she read online that people can get disabled from the injection. The patient's right knee was swollen and painful and the left not as much and did not feel so great. The patient was asking what she should do to treat this issue and whether she would be disabled for the rest of her life. The patient was referred to her health-care professional for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken: not applicable for all events. Corrective treatment: the patient was treated with cortisone for injection site joint swelling, injection site joint pain and not reported for gait disturbance. At time of reporting, the outcome was not recovered for all events. Reporter causality: not reported for all events. Company causality: reportable for all events. Seriousness criteria: intervention required for injection site joint swelling and injection site joint pain. A product technical complaint (ptc) was initiated on 27-apr-2023 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 17-may-2023 with summarized conclusion as no assessment possible. Additional information was received on 17-may-2023 from quality department. Strength and ptc details added. Text amended accordingly. Upon internal review, it was assessed that the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from case (B)(6) has been merged in (B)(4). Case (B)(4) received with clock start date of (B)(6) 2023 would be deleted. Report type updated. Age added. Clinical course updated. Text amended. Upon internal review on 17-jul-2023, it was assessed that the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). All the information from the case (B)(4) has been merged in the case (B)(4). Case (B)(4) with csd of 27-apr-2023, would be deleted. Therapy details including therapy start date (from unknown to (B)(6) 2023), dose ((from unknown to 6ml), frequency (from unknown to 1x), indication (from unknown to osteoarthritis of knees) were updated. The event of gait disturbance was added. Text amended accordingly.

Event description:
Both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened [arthralgia aggravated] both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened [knee swelling] ([condition worsened]) case narrative: initial information received from united states on 27-apr-2023 regarding an unsolicited valid serious case received from a consumer/non-health-care professional. This case involves an unknown age female patient with both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened and both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened while being treated after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection via route intra-articular strength: 48 mg/6 ml (with a unknown dose, frequency, indication, expiry date and batch number). Information on batch number and expiry date was requested. First time product used: no the patient reported that she had a terrible reaction to synvisc-one. She added that both of her knees were terrible. She clarified this as pain (arthralgia, onset and latency: unknown) and swelling of both knees (joint swelling, onset and latency: unknown). She said that she used to be able to walk 5 miles. The patient received a cortisone injection which improved the pain and swelling for 1 week, however after the 1 week, the pain and swelling worsened (condition aggravated). The patient was asking what she should do to treat this issue and whether she would be disabled for the rest of her life. The patient was referred to her health-care professional for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken: not applicable for both events. The patient was treated with cortisone for arthralgia and joint swelling. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: intervention required for all events. A product technical complaint (ptc) was initiated on 27-apr-2023 for synvisc one (lot/batch number: unknown) with global ptc number: 100323648. The sample status of the ptc was not available. Ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 17-may-2023 with summarized conclusion as no assessment possible additional information was received on 17-may-2023 from quality department. Strength and ptc details added. Text amended accordingly.

Event description:
Both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened [arthralgia aggravated] both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened [knee swelling] ([condition worsened]). Case narrative: initial information received on 27-apr-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case is linked to case (B)(4) (multiple devices suspect for same patient right knee) duplicate case ID: (B)(4). This case involves a 76 years female patient with both of her knees are terrible, she clarified this as pain of both knees, after the 1 week, the pain worsened and both of her knees are terrible, she clarified this as swelling of both knees, after the 1 week, the swelling worsened while being treated after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. Pregnancy to no on an unknown date, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection on left knee via route intra-articular strength: 48 mg/6 ml (with a unknown dose, frequency, indication, expiry date and batch number). Information on batch number and expiry date was requested. First time product used: no the consumer reported today, 27apr2023 that she received synvisc-one in both knees (bilateral) and had a bad reaction. The patient reported that she had a terrible reaction to synvisc-one. She added that both of her knees were terrible. She clarified this as pain (arthralgia, onset and latency: unknown) and swelling of both knees (joint swelling, onset and latency: unknown). She said that she used to be able to walk 5 miles. The patient received a cortisone injection which improved the pain and swelling for 1 week, however after the 1 week, the pain and swelling worsened (condition aggravated). The patient was asking what she should do to treat this issue and whether she would be disabled for the rest of her life. The patient was referred to her health-care professional for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken: not applicable for both events. The patient was treated with cortisone for arthralgia and joint swelling. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: intervention required for all events. A product technical complaint (ptc) was initiated on 27-apr-2023 for synvisc one (lot/batch number: unknown) with global ptc number: 100323648. The sample status of the ptc was not available. Ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) is required. The final investigation was completed on 17-may-2023 with summarized conclusion as no assessment possible additional information was received on 17-may-2023 from quality department. Strength and ptc details added. Text amended accordingly. Upon internal review, it was assessed that the case 2023sa138270 (to be deleted) was identified to be duplicate of 2023sa134814 (to be retained). Hence, all the information from case 2023sa138270 has been merged in 2023sa134814. Case 2023sa138270 received with clock start date of 27-apr-2023 would be deleted. Report type updated. Age added. Clinical course updated. Text amended.